Event description:
It was reported that stent damaged occurred. The 2.50mm x 16mm express 2 stent was selected. However, it was noticed that the end of the stent, which is closest to the hub of the stent delivery system (sds) was flared. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express2 stent delivery system (sds) and stent with a product mandrel. The product mandrel that is placed in the lumen during manufacturing was in it¿s respective as-manufactured position in the device. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The first two proximal rows of stent struts were flared and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damaged occurred. The 2.50mm x 16mm express 2 stent was selected. However, it was noticed that the end of the stent, which is closest to the hub of the stent delivery system (sds) was flared. The device never entered the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.